Event description:
Patient revised for a second time on (B)(6) 2020 due to dislocation from a fall. Primary surgery occurred (B)(6) 2019, and the first revision due to periprosthetic fracture occurred (B)(6) 2020 (previously reported as MDR 3014128390-2020-00031 and 3009532798-2020-00212). Surgeon explanted the 135/145 reversed adapter and 36/+6 stability humeral cup from the first revision, and the 36mm centered glenosphere with screw from the primary surgery. He then implanted a new 135/145 reversed adapter, 40/+9 stability humeral cup, and 40mm eccentric glenosphere.